Manufacturer narrative:
The device was not returned to zoll medical corporation. During the investigation it was noted that activity and clinical logs were provided for review. Based on the available log data and customer communication, the device functioned as designed. Therefore, this claim will be closed as device meets specification, as the lack of an ECG display was due to the ECG leads not being connected to the patient during pacing. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer report of no ECG rhythm being displayed while using onestep CPR complete pads is understood and can be explained since the customer was pacing at the time. A 3 lead ECG cable was connected to the device but was not attached to the patient while the onestep pads were being used to deliver pacing stimulus. Device evaluation confirmed the device was operating to specification. As confirmed by the facility, the ECG leads were not applied to the patient during pacing; under these conditions, ECG is not available. The device functioned as designed and was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat an 85-year-old female patient, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.